Event description:
It was reported to adac that the ssd values reported by the software were not correctly retained when the plan was reloaded. When the user displays the beams in a 3d window, the ssd values are correctly updated. No injuries were reported as a result of this issue.